Event description:
Radiology tech was positioning pt for a left mediolateral oblique view during a mammogram and started to run the compression with the foot switch. After getting the compression tight enough with the foot switch, started to use the manual compression, twisting it a half turn, and heard a loud snap. Noted the compression handle had broken.